Event description:
It was reported that pump displayed cartridge change error and customer was unable to complete load process. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, inspected cartridge and pump, removed loose o-ring and debris from pneumatic area, cleaned surface, reattached cartridge securely, and then followed on-screen instructions, after which customer successfully completed load process and resumed insulin delivery.